Event description:
Caller reported a cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Customer successfully reset the pump with assistance from technical support, which resolved the issue and allowed them to start a new sensor session without the error recurring.